Event description:
Related manufacturer reference number: 2017865-2024-62581. It was reported that the patient presented in clinic discomfort. Device interrogation revealed noise oversensing and inappropriate shock on the implantable cardioverter defibrillator (ICD). Device interrogation also showed under sensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.